Manufacturer narrative:
B5: additional information received 10oct2023. Correction: h6 health effect - impact code (annex f). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional info received 10oct2023: the stent broke while inside the patient and was removed with forceps.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510k # ¿ pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, after ureteral calculi was removed from the patient, a filiform double pigtail ureteral stent "broke" during placement. Another same stent was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There was no harm to patient due to this occurrence. Additional information has been requested. At the time of this report, no further information has been provided.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, after ureteral calculi was removed from the patient, a filiform double pigtail ureteral stent "broke" during placement while inside the patient. The stent was removed with forceps and another same stent was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There was no harm to patient due to this occurrence. Investigation ¿ evaluation interview of personnel and a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), and quality control procedures. One filiform double pigtail ureteral stent was returned in an opened labelled package. The device was noted to have a break/tear approximately in the middle of the stent body. The break did not go all the way through the stent. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The cause of the break was not able to be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.